Event description:
The reporter stated the surgeon inserted a aq2015a silicone aspheric three piece lens. There was a capsule tear, not lens related. Lens was removed, and the incision was enlarged and three sutures were required. An anterior chamber lens was implanted.

Manufacturer narrative:
Incision sutured - no product allegation against the product.